Manufacturer narrative:
Upon receipt, this ICD was thoroughly analyzed in our quality assurance laboratory. Review of device memory confirmed that this device was explanted on (B)(6) 2022 and that no telemetry session was logged that day. The device was not programmed off on the day of explant. Visual examination identified arc marks on the exterior of the device case. In device memory, on (B)(6) 2022, the device recorded a shock lead open error likely due to oversensing of non-physiologic noise and an attempt to deliver therapy with the defibrillation lead in close proximity to the device. This is what caused the observed arc marks on the device case. On (B)(6) 2022, the device declared end of life (eol) battery status due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shock lead open error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the subsequent high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Analysis confirmed this device operated as designed and the clinical observations were due to the ICD not being programmed off post-mortem.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital for non-cardiac reasons, and two days later, passed away. The ICD was explanted from the patient post-mortem and interrogated a few days later. Upon interrogation, the ICD was observed to have recorded code 1005, indicative of a shock being delivered into an open circuit condition. The battery of the ICD was also observed to have prematurely depleted. While the ICD was suspected to have not delivered therapy appropriately for the patient, thus resulting in their passing, there were no episodes recorded in the ICD history associated with the time period of the patient passing. The ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis. After three unsuccessful attempts to gather additional information regarding this event, the field representative finally responded back after over a month indicating that the patient passed away, likely from previous comorbidities, and that there was no evidence of a ventricular fibrillation episode. Code 1005 and premature battery depletion were declared post-mortem as the original explanting physician did not properly turn off the ICD. No adverse patient effects relating to the operation of the device were noted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital for non-cardiac reasons, and two days later, passed away. The ICD was explanted from the patient post-mortem and interrogated a few days later. Upon interrogation, the ICD was observed to have recorded code 1005, indicative of a shock being delivered into an open circuit condition. The battery of the ICD was also observed to have prematurely depleted. While the ICD was suspected to have not delivered therapy appropriately for the patient, thus resulting in their passing, there were no episodes recorded in the ICD history associated with the time period of the patient passing. The ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis. After three unsuccessful attempts to gather additional information regarding this event, the field representative finally responded back after over a month indicating that the patient passed away, likely from previous comorbidities, and that there was no evidence of a ventricular fibrillation episode. Code 1005 and premature battery depletion were declared post-mortem as the original explanting physician did not properly turn off the ICD. No adverse patient effects relating to the operation of the device were noted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital for non-cardiac reasons, and two days later, passed away. The ICD was explanted from the patient post-mortem and interrogated a few days later. Upon interrogation, the ICD was observed to have recorded code 1005, indicative of a shock being delivered into an open circuit condition. The battery of the ICD was also observed to have prematurely depleted. While the ICD was suspected to have not delivered therapy appropriately for the patient, thus resulting in their passing, there were no episodes recorded in the ICD history associated with the time period of the patient passing. The ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.